Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the fluid path or needle mechanism were observed that could have resulted in the cannula failing to properly insert into the infusion site. No damage to the environmental seal or bottom housing was observed. The cause of the reported unsure properly inserted cannula event could not be determined. No bends or kinks to the cannula were observed. The pod data indicated there was no struggle to deliver insulin. No problem was found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to 269 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated and bent in the infusion site (leg). As treatment, the patient gave a correction bolus.